Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 33mm 7000tfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of seven (7) years and five (5) months due to calcific degeneration leading to valve stenosis with limit excursion of the prosthetic valve (mean gradient 13 mmhg, prolong pressure half-time 413 ms). The patient presented with dyspnea on exertion (doe) and right-side heart failure symptoms. The ttvr was performed with a 29mm sapien 3 transcatheter valve was successfully implanted within the existing surgical edwards valve using the transvenous approach. The procedure went well overall and the patient's hemodynamics were stable. Final tee showed no perivalvular leak. The patient is still hospitalized due to a problem of the wound site at left chest wall (lead extraction procedure).

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5.

Event description:
As reported, a permanent pacemaker was implanted on pod #8 after initial surgical valve implantation. The patient had no hemodynamic problems during admission and was discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions) calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was most likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected sections h6 (health effect - clinical code).